Event description:
Follow up information identified the patient's entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective pain relief and stopped using his cervical system several years ago. The patient is requesting a full system explant. Surgical intervention may be pending to address the issue.